Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. A fifteen (15) month complaint history review was performed for this product. No adverse trend has been identified for this product/device family with regard to the reported failure mode. Our directions for use outline appropriate placement, access and maintenance procedures.

Event description:
It was reported that a therapeutic hydrothermal ablation procedure occurred in 2007. Post procedure, the patient was admitted into the hospital for chest pains and a high fever. She was kept overnight for observation and released the following day. During her stay she was treated with medication to decrease her temperature. There were no other signs to explain her condition. A full examination was performed and the initial procedure was thought to be successful by the physician.